Manufacturer narrative:
Manufacturing site evaluation:evaluation on-going. Device not returned.

Event description:
Country of complaint: USA. A small piece of a prestige grasper broke off while inside a patient. The dr. Was able to retrieve the broken piece. No patient injury. No delay in surgery. Piece retrieval required.

Manufacturer narrative:
One atraumatic d/a grasper (aesculap complaint (B)(4)) was returned for evaluation. Visual assessment of the device confirmed the reported breakage. One lobe of the actuator has broken off and was not returned. This caused the jaws and dual action links to come free from the dual action housing. The jaws show no damage. Only one dual action link was returned for examination, the link is bent. The thumb loop of the handle has been altered. The condition of the device indicates it was subjected to excessive forces during use. Per the device IFU "instruments must be handled carefully during surgery and cleaning to avoid misusing the instrument. Misuse will usually result in damage or breakage".